Manufacturer narrative:
Medical device expiration date: n/a. Device manufacture date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd insulin syringe with the bd ultra-fine¿ needle had foreign matter ¿looks like glue¿ on the surface of the needle after injecting herself, she noticed more pain than before and received a bruise. No reports of serious injury or medical intervention noted.

Manufacturer narrative:
Severity: s2; occurrence: unable to perform complaint lot history check for foreign matter, needle pain and harm/bruising due to unknown lot number. Unable to perform DHR check for foreign matter, needle pain and harm/bruising due to unknown lot number. Customer returned photos of a 3/10cc syringe. Customer states that there is foreign matter on the surface of the surface of the needle, there was more pain, and got bruises. The attached photos were examined and exhibited a piece of material on the cannula shaft. This material appears to be adhesive splatter on the cannula shaft. This material could cause pain and bruising if used during an injection. Bd was able to duplicate or confirm the customer¿s indicated failure (adhesive splatter, pain, bruising). Probable root cause determined to be misalignment during application of adhesive on the needle lines. When this occurs, adhesive run over onto the hub or possible the cannula may occur. Additionally, adhesive may be inaccurately applied to the rubberized pull wheel on the line, which can additionally transfer adhesive to the cannula during routine use. CAPA (B)(4) was initiated by the (B)(4) plant to address adhesive run over. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Based on the above, no additional investigation is required at this time.